Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The bg level ranged from 197 to the 300s mg/dl with 373 mg/dl being the highest. A bolus via the pump was delivered to address the bg level. The customer thought that the cause of the high bg was due to the pump settings needing to be adjusted. The customer had contacted a healthcare provider regarding the setting changes. The customer declined tandem technical support's offer to troubleshoot.